Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced low blood glucose. Customer¿s blood glucose level was 42 mg/dl and treated with juice. Customer did not receive a sensor updating value not available alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. It was unknown that the customer was used auto mode feature or not. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.